Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("severe infection of the fallopian tube") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2010, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (right side salpingectomy on (B)(6) 2010). At the time of the report, the salpingitis and abdominal pain outcome was unknown. The reporter considered abdominal pain and salpingitis to be related to essure (ess205). Diagnostic results: on (B)(6) 2007 hysterosalpingogram test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.